Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the power switch overlay. The customer replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit declared an error alarm led failed. There was no patient involvement.